Event description:
A revision surgery was performed approx six weeks post-op to remove spinal implants because of an infection. During the surgery, the surgeon discovered that the pt's spinous process was fractured. Lanx has not been able to obtain information as to how or when the fracture occurred. There has been no information provided to suggest that the implanted device malfunctioned or otherwise did not perform as intended.

Manufacturer narrative:
After repeated requests, lanx has not been provided with sufficient information to assist with determining a cause for this infection or fractured spinous process. A conclusion for the event cannot be made at this time.